Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in well-used condition with chipped/cracked front and rear case assemblies. Found degraded/damaged dso (downstream occlusion) bump/pad. The customer's reported problem, "no disposable detected", cannot be replicated/verified. The customer did not send in the cassette. Completed 100ml infusion test at 125ml/hr without any errors/alarms. The probable cause of report error is the dso sensor. Replaced dso sensor to resolve the report error. Replaced front/rear housing assemblies, locked, rtc (real time clock) battery, and labels. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming, ¿no disposable detected,¿ while in use. Event occurred while in use with the patient at the patient's home. No harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.